Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60a device was returned with the anvil bent upwards and with an ecr60b fully fired cartridge loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: procedure: gastric bypass (obese patient; no previous bariatric surgery like gastric sleeve) and device has been previously fired 5 times to perform the gastric pouch. During firing to create a side to side anastomosis (gastrojejunostomy) with a blue cartridge the gastric tissue slipped out of device and remained unstapled. Only the small intestine was stapled. After resection of 5-10 cm of small intestine tissue and using a second device the anastomosis could be placed successfully. There was no strong bleeding or other negative consequences for the patient. There were no anomalies noticed during firing of the device. Additional information requested: did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?

Event description:
It was reported that during a gastrojejunostomy procedure, during firing, the tissue slipped out of the instrument jaw, only one side of tissue has been stapled, side-to-side anastomosis. Tried the device two times, than took a new cutter to complete the procedure. There were no adverse consequences for the patient.